Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring in the range of 145 ohms on this right ventricular (rv) channel. It was noted that there were fluctuations seen in the measurements from 106 ohms and 155 ohms for a while now. Technical services (ts) reviewed the data and stated that there was no noise seen on the electrogram (egm) presenting. Ts recommended to perform provocation testing in clinic and to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.